Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument, a piece of red tape wrapped around the center, and a fractured tip on one end of the instrument; therefore the complaint is confirmed. The most-likely cause of the event was determined to be excessive force. The non conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported an instrument that broke during a procedure. During an endodontic procedure the root teaser broke at the tip. The tip was retrieved and another instrument (root teaser) was used to complete the procedure. The tip was easily retrieved.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.